Event description:
It was reported, that during a coronary drug eluting stenting treatment procedure stent damage occurred. The physician attempted to place a 3.50x16mm taxus express2 drug eluting stent in the proximal right coronary artery (rca). The lesion was not calcified and the vessel was not tortuous. The physician was unable to get the stent to cross the lesion. Upon removing the stent, the physician noted that a strut on the proximal end of the stent was flared. A 3.0x12mm quantum maverick balloon was used to predilate the lesion and another taxus 3.50x16mm stent was successfully implanted. No patient complications were reported.

Manufacturer narrative:
Device analysis could confirm stent damage. Visual and microscopic examination of the stent revealed damage to the proximal end. Two proximal stent struts were bent back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. However, the complaint also states that the physician could not cross the lesion with this unit. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. During the manufacturing process, all stent securements are fully validated to withstand up to 0.2lb force. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. The root cause of the complaint incident not be identified. However, a full review into the manfuacturing history record for this device confirmed that the device met it's material, assembly and product specifications at the time of it's release to distribution.